Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-old female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced unknown adverse event on her left side. There is insufficient information access the complications patient is experiencing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2022, mentor became aware of the following information and corresponding fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d2a. Common device name has been updated to "prosthesis, breast, noninflatable, internal, silicone gel-filled". Field 2b. Procode has been updated to "ftr". Field d4 for catalog number has been updated to "3505001bc". Field d4 for lot number has been updated to "6635421". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Field d6a date of implant have been updated to (B)(6) 2013. Field g4 for PMA/ 510(k) has been updated to "p030053", a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).